Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was given medication in an attempt to slow down their heart rate.

Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and shortness of breath. Right ventricular (rv) lead was intermittently under-sensing ventricular beats. The rv lead remains in use. No patient complications have been reported as a result of this event.